Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited a threshold anomaly. The lead was capped and replaced during a routine device change out.